Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction occurred due to the fridge door failed and unable to recover. A field service engineer inspected the station and customer confirmed that there were no problem with smart remote manager. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that pyxis medstation es system remote manager had fridge door failure. The customer confirmed that there was a delay to the patient care. No other information was released regarding the event. There were no adverse events or injuries reported based on this event.